Event description:
When the octaray was connected, noise occurred in both carto3 and lab. At the time of connecting the octaray. After the octaray was inserted into the patient¿s body. The issue was not resolved by re-connecting the cable nor by replacing the cable. The issue was resolved by replacing the octaray with another new one. Cardiac tamponade. After the procedure, blood pressure decreased. Pericardial drainage was performed and the patient¿s condition stabled. The physician's opinions on the relationship between the event and the product (comments): when the ¿pulseselect¿((B)(6)) conducted the pfa ablation and was manipulated, endocardium might have been damaged. The causal relationship with carto3 was unknown. Transseptal puncture was performed with rf needle. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).